Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 8:43 a.m., resulting with a value of 4.6 inr. At 10:43 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. The patient's medication dosage was changed based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter result. The patient's current condition is normal. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every week. The patient was not anemic, not polycythemic, does not have antiphospholipid antibodies, and did not take direct thrombin inhibitors. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips using quality control. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr , qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.